Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Analysis was performed, and device function was normal. A longevity estimate was performed and showed that normal battery depletion had occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature elective replacement indicator. The device was explanted and replaced. The patient was in stable condition.